Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8216-70 serial: (B)(4) description: artisan surgical lead, 70cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the cervical incision site. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the symptoms of the patient's infection was moderate sized-blister type area superior portion of the incision with redness. It was also noted that there were numbness and tingling in the hands and feet. It was unknown if the infection was device related and no known caused or contributed to infection. The patient was put on peripherally inserted central catheter (PICC) line with cubicin and was doing well.

Event description:
A report was received that the patient had an infection at the cervical incision site. The patient was placed on antibiotics.